Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. No failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty of drain volume that met the current criteria of an iipv incident. A cause of the reported issue of drain volume of 3757ml was determined to be insufficient drain due to use error; clinician inappropriately set minimum drain volume percentage setting too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported the drain volume increased to 3757ml and then went to last fill. The largest prescribed fill volume (lpfv) is 2300ml. The tsr will swap, the registered nurse (rn) will program. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.